Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. The previously reported investigation results were for the meter which was not the suspect product. The pump which is the suspect product was not returned. If it is returned, a supplemental will be sent.

Event description:
Patient alleges the infusion device delivered insulin by itself resulting in hypoglycemia. Patient stated she was on an airplane on (B)(6) 2014 and as the plane was descending to land she felt her blood glucose level was a little low and immediately took a blood glucose reading at 12:36 with a reading of 2.9 mmol/l (52 mg/dl). Patient's normal blood glucose range was not provided. Patient reported she administered 12g of carbohydrates in the form of jellies. Patient stated she then looked at the infusion device and it appeared as though the piston of the infusion device had pushed insulin itself into her and then somehow the piston had returned itself further back to below the line of where the cartridge plunger is. Patient reported after disembarking the plane she immediately went to the airport private clinic at 13:00. Patient stated the doctor observed her taking her blood glucose tests but did not take any of his own readings and did not administer any medication or advise on what to do. Patient reported she did it all by herself; she ate small amounts of food and jellies from 12:36 - 17:00 until her blood glucose levels were stable. Patient stated she was discharged from the private clinic at 17:00 when her blood glucose readings were stable. Patient reported she boarded the plane for a return flight on (B)(6) 2014. Patient stated the following blood glucose results occurred throughout the event: 12:36 - 2.9 mmol/l (52 mg/dl), 15:43 - 7.2 mmol/l (130 mg/dl), 13:13 - 2.5 mmol/l (45 mg/dl), 16:09 - 6.7 mmol/l (121 mg/dl), 13:32 - 3.4 mmol/l (61 mg/dl), 16:29 - 12.2 mmol/l (220 mg/dl), 13:52 - 3.1 mmol/l (56 mg/dl), 17:09 - 5.4 mmol/l (97 mg/dl), 14:38 - 5.2 mmol/l (94 mg/dl), 18:25 - 6.9 mmol/l (124 mg/dl), 14:53 - 4.5 mmol/l (81 mg/dl), 19:15 - 7.2 mmol/l (130 mg/dl), 15:31 - 5.7 mmol/l (103 mg/dl), 19:47 - 7.4 mmol/l (133 mg/dl). Patient reported/verified the daily total of insulin in my data of the infusion device for (B)(6) 2014 was 30.0 units. Patient stated the following are the times and amounts: at 07:24 - 3.0 units, at 09:19 - 2.0 units, and at 11:09 - 1.3 units. Patient stated she disconnected the infusion device at 13:00 hours. Patient reported the amounts following were performed when the infusion device was disconnected from her and she only administered the following small bolus amounts to test the device: at 13:25 - 0.2 units, 13:26 - 0.2 units, and at 13:27 - 0.2 units. Patient stated her total daily basal rate is 14.5 units per day. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.